Manufacturer narrative:
The patient sample was returned for investigation where it was determined that it contained an interfering factor against a component of the ft3 iii assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4). Refer to the highlighted section of attachment "(B)(6).pdf" for patient results. The results were not reported outside of the laboratory.